Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(4) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced tip of inserter broke off (complication of device insertion) and hcp removed the broken off part and the coil carne out with the grasper . No information given on patient's history , past drugs and concurrent conditions . It is not reported whether the patient received any concomitant medication . On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) inserted, lot number 12566552 (expiration date dec-2015) for permanent birth control. It was stated that healthcare professional inserted the essure inserter and deployed as usual . The tip of the inserter broke off and was in the uterus . The healthcare professional used a grasper and removed the broken off part and the coil carne out with the grasper . It was successfully replaced with another essure in the same day . No further information provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on (B)(4) 2014: the reporter asked for a replacement of essure . No new clinical information. Follow-up from (B)(4) 2014: the required number of follow-up attempts has been made, with no response to date. Ptc investigation result received on (B)(4) 2014. Ptc global number: (B)(4). Final assessment: when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro­ insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil,or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of (B)(4) 2014, no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported complication of insertion due to breakage of the inserter and then accidental removal of the device. The reported events are not necessarily indicative of a quality defect. Three (3) additional ae case reports have been received to date in relation to batch number 12566552 but none of these cases refer to a similar type of breakage event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and additionally noted that the reported event of breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report,refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the tip of inserter broke off (complication of device insertion) and hcp removed the broken off part and the coil came out with the grasper. All events were considered non-serious. Upon receipt of technical investigation, event tip of inserter broke off, interpreted as a device breakage and previously considered unlisted according to reference safety information, was updated to listed (anticipated). The remaining event is listed. Case was regarded as a near-incident. Single cases of essure breakage have been reported. In this particular case, it was reported that the tip of the inserter broke off during essure placement procedure (complication of insertion); therefore a causal relationship between essure therapy and the reported event cannot be excluded. According to ptc technical investigation no complaint sample was provided and was concluded "unconfirmed quality defect". Additionally note that the reported event of breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.